Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, it was reported that the patient contacted the doctor with some abdominal pain in (B)(6) 2012. However, a cat scan was performed and it was determined that the pain was due to kidney stones. All other information is unknown and unavailable.